Event description:
IV baxter pump started beeping and stating battery error. Baxter pump had been plugged in since starting the infusion for the pt. Distribution was called to obtain another pump as the unit had zero baxter pumps stocked on the floor. Once new pump was received, the new pump was programmed and new IV fluids were hung. The fluids hanging with the battery error were left with the unit per the nursing practice alert on baxter IV pumps.